Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The initial inspection by the olympus service center could not confirm the reported event and found the igniter firing per specifications. Additional findings included: worn out scope socket and charred fuse components on the ac inlet fuse holder which indicates a power supply issue. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, the evis exera ii xenon light source malfunctioned. During preparation for use, the lamp button was pushed, it clicked 4 or 5 times before the light came on. No patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide additional information from the customer, the results of the legal manufacturer¿s investigation, and the results of the device history records (DHR) review. The customer informed olympus the reported event was identified during an esophago-gastroduodenoscopy procedure and the same device was used to complete the procedure without any further issues. No surgical delay and no patient harm or injury. Patient demographics were not available, however the customer informed olympus, most patient's are japanese between the ages of 30 to 50 years old. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to use of a non-olympus lamp. Refer to instruction for use for prevention: replacement of the examination (xenon) lamp always use the examination lamp designated below. To order new examination lamp, contact olympus. ¿ xenon short-arc lamp md-631 ¿ never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or fire.